Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. Repair details, nor final disposition can be confirmed. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed reporting a misalignment in the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the x and y axis did not align on the touchscreen. The bme reported that the touchscreen calibration failed. The rse advised a touchscreen replacement and provided part details for a customer order.